Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and indicated that device data is required to determine the cause, however if the patient is at risk of harm from safety core operation, then this device should be replaced. At this time this pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator has been reached on (B)(6) 2000; and that remote monitoring was disabled. Technical services (ts) was consulted and indicated that device data is required to determine the cause, however if the patient is at risk of harm from safety core operation, then this device should be replaced. At this time this pacemaker remains in service. No adverse patient effects were reported.